Event description:
Tampons come apart...opened up [device breakage] case narrative: consumer reported via e-mail that the tampon came apart and opened up during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons come apart, opened up [device breakage]. Case narrative: consumer reported via e-mail that the tampon came apart and opened up during removal. No injury reported.